Event description:
It was reported that the surgeon observed the screw backed out after the initial implantation of the cervical cage system (anchor c). The surgeon decided to replace the screws; the surgeon completed the surgical procedure successfully with no harm to the patient.

Manufacturer narrative:
Method: visual inspection; complaint history review; risk assessment; labeling review. Results: the customer reported event of the anchor c diam. 3.5 mm self drilling 10 mm bone screw was confirmed to be backing out via x-ray images. Visual evaluation on the bone screw revealed locking clip deformation. The anchor c surgical technique instructs the user not to excessively angle the screw driver while tightening the bone screw as it may lead to deformation of the bone screw or locking clip. A failure of the screw locking mechanism is the most likely cause of screw migration in this case. Also, the IFU for anchor c warns that delayed union can eventually lead to loosening, bending or fatigue fracture. In this case, nonunion could have contributed to screw migration. An nc and CAPA were opened addressing locking clip failures. Conclusion: the root causes as part of the open CAPA determine the failure to be multifactorial. Most issues are result of user error.

Event description:
It was reported that the surgeon observed the screw backed out after the initial implantation of the cervical cage system (anchor c). The surgeon decided to replace the screws; the surgeon completed the surgical procedure successfully with no harm to the patient.